Event description:
As reported by the user facility: ultrasite extension set that is found in IV start kit, no product number and no lot # available. Date if occurence: (B)(6) 2012. "It appears the septum did not spring back when the pump tubing was disconnected." Nuclear med isotope (cinealide - clear fluid) infused via ultrasite valve via graseby pump. Once infusion complete, the syringe pump tubing was disconnected from the ultrasite valve, and pt was taken to get x-rays performed. During this time, it was discovered that blood was coming from ultrasite end of extension tubing, and with this nuclear med contrast. Extensive cleanup required. Product was required to be sequestered until isotope no longer "hot".

Manufacturer narrative:
(B)(4). In a follow up with the facility, the reporter confirmed there was no pt injury and no intervention needed to the pt. The reporter also stated that the catalog and lot number remained unknown since product was in use for some time and packaging had been discarded. The actual device involved in the reported incident was returned for evaluation. Upon visual examination of the sample, there was a luer tip of some unidentified device broken off inside the ultrasite valve, part number (B)(4), causing it to remain in the depressed position and the valve to leak. Multiple attempts to extract the broken material were unsuccessful and the tip remained inside the valve. No further testing was possible. Without the product code and lot number, a complete traceability and a thorough investigation could not be conducted and no specific conclusions can be drawn. A historical review revealed no adverse trends of this nature against the (B)(4) ultrasite valve. In additional pertinent information becomes available, a follow-up report will be filed.